Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with blood glucose around 400 mg/dl after changing supplies the prior evening and announcing breakfast in the morning, then withholding food when glucose rose; the user also exercised that morning and reported no medications known to elevate glucose. Symptoms included high blood glucose without reported acute complications. Outcomes included self-management at home with increased hydration and no request for follow-up. Investigation included guided troubleshooting: disconnecting and filling tubing, inspecting the cartridge for leaks, testing for drops at the tubing tip, and then changing all infusion supplies before resuming delivery. Investigation of this case revealed insulin delivery concern related to the infusion set or tubing, as initial testing showed drops at the tubing tip but persistent hyperglycemia resolved only after full supply replacement, consistent with a potential infusion site or set issue. It was concluded, based on previously established findings for similar reports, that the cause was probable infusion set or site failure leading to inadequate insulin delivery.